Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, literature article) regarding a pa tient having spinal therapy. It was reported that use of rhbmp-2: - the study evaluated the application of recombinant human bone morphogenetic protein-2 (rhbmp-2) in spinal fusion surgeries, partic ularly for patients with lumbar spondylosis. - rhbmp-2 was shown to significantly enhance patient outcomes by promoting effective spinal fusion. Malfunctions: - the document does not specifically report any malfunctions associated with the use of rhbmp-2 or other devices.  Revision surgeries: - the summary does not detail the number or nature of revision surgeries conducted within the study. Patient complications with rhbmp-2: - ectopic bone formation: rhbmp-2 use was linked to abnormal bone growth outside the intended fusion area, which is a noted complication. - pre-vertebral soft tissue swelling: this was observed in some patients undergoing cervical fusion with rhbmp-2. - inflammatory responses: elevated cytokine levels, such as il-6, were associated with rhbmp-2, potentially leading to excessive bone formation or adipose tissue development in bone gaps. Cage displacement: - cage settlement and displacement: imaging revealed instances of cage settlement and displacement in patients treated with rhbmp-2, posing a risk to spinal stability. - associated risks: these displacements can compromise the success of the spinal fusion and may require careful monitoring or corrective procedures. Conclusion: while rhbmp-2 is effective in promoting spinal fusion and improving outcomes, it is associated with specific complications such as ectopic bone formation, pre-vertebral swelling, and cage displacement. These issues underscore the need for ongoing research to optimize rhbmp-2 usage and address potential complications.  There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin - china d1, d4: brand name, model#, lot#, UDI# are unknown as the product identifiers are unknown. G4: PMA/510(k)# is unknown as the product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Yunsheng chen, canhua xu, yaohong wu, jiangyou shi and rongchun chen. Application of rhbmp-2 in percutaneous endoscopic posterior lumbar interbody fusion. Https://doi.org/10.1186/s12893-024-02674-y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.